Manufacturer narrative:
A visual assessment of the device showed no suture or ts remain on the insertion needle. The actuator is in its t2 post-deployment position indicating a complete deployment. The suture/t construct was returned and t2 is bent which likely took place during removal from the patients meniscus. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. It appears that the trigger was inadvertently advanced resulting in the deployment. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that during a meniscal repair procedure, after the t1 was deployed, the t2 simultaneously deployed . A backup device was used.